Event description:
The patient was implanted with a renew receiver on (B) (6) 2004. It was reported by the patient in (B) (6) 2007 that he was receiving jolts and surges then painful stimulation across his chest, then the stimulation would be intermittent. The transmitter, not the receiver, was returned to the manufacturer for analysis. The receiver was explanted and replaced with an implantable pulse generator (ipg) on (B) (6) 2008.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulation in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.